Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary "returned sample evaluation" picture shows a transversal cut in the middle of the blister (cav 13). Unfortunately, no more available pictures to analysis better the sample (film conditions). "Lot number / product family history" complaint trending review of this lot for this issue reveal this is the first complaint reported. Investigation conclusion "DHR/bhr review" we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2103 (may 23-24th, 2016) during which 22 visual inspections were carried out with zero defects noted. Confirmed: bd was able to duplicate or confirm the customers' indicated failure mode. The customer complaint is related to broken web top paper and confirmed thanks to picture. Root cause description root cause "based on examination of returned sample defect is confirmed, however without affected sample and review needle DHR show no abnormalities or issues related to the reported one, it is not possible to determinate root cause related to needle manufacturing process, at this time. Really, this is a very unusual issue, taking into account our preventive activities and in process inspections, so we should stand out that this is an uncommon issue and the occurrence chances are practically negligible. Since a transversal cut is found, we think the handling of the product during kit preparation or when opening the shelf carton could probably had some implication in the issue."

Event description:
It was reported that at an unknown occurrence a bd¿ needle single use was found with a breech in package integrity as it was reported with a ¿broken blister.¿ there was no report of injury or medical intervention needed.